Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss on the left eye (os) during surgery with an intralase patient interface (pi). Per account, customer unable to achieve suction due to squeezing on os after multiple attempts. Od flap completed with no concerns. They switched to photorefractive keratectomy (prk) os. It was noted that there were no oral steroid prescribed, no topical dosage increased, and no flap flip/rinse performed. Pi was switched out and returned. There were no major complaint from the patient post-surgery. Moreover, patient did not experience loss of best corrected visual acuity (bcva). Per patient, he was squeezing his eye too hard. Decided to have prk in the os (distance), then return later to have flap lifted and treat od. Bcva from (B)(6) 2018: right eye pre-op 20/20 .75 x -1.00 x 125, left eye pre-op 20/20 .75 x -1.75 x 60.

Manufacturer narrative:
Correction: manufacturing site reported manufacturing date as 01/30/2018. Device evaluation: the product testing could not be performed as the product was not received. The reported complaint cannot be confirmed. Manufacturing record evaluation: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the pi lot# 60110303. All devices met material, assembly and performance specifications at the time of product released. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.